Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient spouse reported that the patient was rushed to emergency room and subsequently got hospitalized and stayed at hospital for one day. The patient spouse also reported that the reason for hospitalization was due to high blood glucose levels which was 600 mg/dl, therefore patient had received IV insulin drip as treatment. No further information available.